Manufacturer narrative:
Product complaint # (B)(4) date sent to FDA: 1/27/2021 additional information: d9 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. H3 evaluation: received two pieces of one used drain pc2233. The drain broke in two pieces in the black dot area. Most likely the drain was damaged in use and tore in the same area. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information has been requested and obtained. Attempts to obtain the device have been made. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent was the drain broken resulting in 2 or more pieces? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Milking was performed with alcohol cotton. Was a new drain needed? No further information is available. If yes, was the patient taken back to the surgery room to implant the new drain? If no, how was the case completed? Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a drain was used. After surgery, in the ward, the drain was broken when a nurse was milking the drain with alcohol cotton. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.